Event description:
Pt self tester alleges discrepant results with meter: date: (B)(6) 2010, inratio: 1.5, retest inratio: 3.1. Pt's target therapeutic range is 2.0-2.5.

Manufacturer narrative:
Investigation pending.